Manufacturer narrative:
The following fields were corrected: b1. Adverse type: reported issue is both an adverse event and product problem. B3. Event attributed to: required intervention b5. Report 3 of 8. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result was obtained. The patient received antifungal treatment. The following information was provided by the initial reporter: was biofire result dual positive? All positive for various organisms as well as candida tropicalis on initial runs. What was the organism identified? Bc-23-05867: pseudomonas aeruginosa bc-23-05867 - patient started on antifungal treatment per pharmacy. H1. Type of reportable events: serious injury. H6. Health effect impact code: f10 inadequate/inappropriate treatment or diagnostic exposure.

Event description:
Report 3 of 8. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result was obtained. The patient received antifungal treatment. The following information was provided by the initial reporter: was biofire result dual positive? All positive for various organisms as well as candida tropicalis on initial runs what was the organism identified? Bc-23-05867: pseudomonas aeruginosa bc-23-05867 - patient started on antifungal treatment per pharmacy.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Device available for evaluation: yes. Returned to manufacturer on: 26-oct-2023. Catalog: 442023. Batch no.: 3102713. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
Report 3 of 8 it was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result was obtained. The patient received antifungal treatment. The following information was provided by the initial reporter: was biofire result dual positive? All positive for various organisms as well as candida tropicalis on initial runs what was the organism identified? Bc-23-05867: pseudomonas aeruginosa bc-23-05867 - patient started on antifungal treatment per pharmacy.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 8 it was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: was biofire result dual positive? All positive for various organisms as well as candida tropicalis on initial runs what was the organism identified? Bc-23-05867: pseudomonas aeruginosa